Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a rapid drop in blood glucose after announcing and eating a normal breakfast, decreasing from 120 mg/dl to 64 mg/dl, and temporarily disconnected from the ilet before taking one oral glucose tablet and then reconnecting; review of reports showed the cgm target set to low and a sleep target active at normal despite the user not recalling enabling it. Symptoms included hypoglycemia without loss of consciousness, seizure, or other acute neurological symptoms. Outcomes included transient hypoglycemia lasting about one hour that resolved with self-treatment and did not require medical intervention or assistance. Investigation included review of available device data and user-reported settings. Investigation of this case revealed an unclear cause of hypoglycemia with device alarms present and potential contribution from cgm and sleep target configurations. It was concluded that the event involved hypoglycemia of unclear cause with no injury and no clinical intervention required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.